Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. Multiple attempts were made by tandem technical support to obtain how bg was addressed, but no response was received. Reportedly, the customer continued to use the pump for insulin therapy.